Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was unknown and it was unknown if the hernia worsened with apd therapy. The patient was not hospitalized for the event. Sixteen days prior to the receipt of this report, apd therapy was discontinued. Fifteen days prior to the receipt of this report, the patient underwent an outpatient surgical procedure to repair the hernia. The following day, the patient was switched to hemodialysis therapy. At the time of this report, the patient had recovered. No additional information is available.